Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a break 238mm distal from the distal end of the strain relief. Multiple hypotube kinks were also identified. An examination of the shaft polymer extrusion found no issues. An examination of the tip identified no tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07jul-2020. It was reported that crossing difficulties were encountered. The 60% stenosed target lesion was located in the highly calcified left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.